Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had a hole in it that blood leaked from during the insertion. The following information was provided by the initial reporter: "just yesterday when I was inserting an IV with a staff member, the catheter had a hole in it that blood flowed out of on insertion which resulted in us having to poke a second time."

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that the bd insyte-n autoguard yel 24ga x .56in had a hole in it that blood leaked from during the insertion. The following information was provided by the initial reporter: "just yesterday when I was inserting an IV with a staff member, the catheter had a hole in it that blood flowed out of on insertion which resulted in us having to poke a second time.". D2: medical device brand name: insyte-n autoguard yel 24ga x .56in. D4: lot # 381411. D4: UDI # (B)(4). G.5. PMA / 510(k)#: k952861. D4: medical device expiration date: 2024-01-31. H4: device manufacture date: 2021-02-01. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-15. H6: investigation summary. Bd received a 24 gauge insyte-n autoguard catheter from lot 1032423 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit but observed no damage to the device. However, a leakage test was then performed due to the reports of leakage by the user. Leakage was observed coming from the halfway point in the catheter tubing. Microscopic inspection determined that there was a v-shaped cut in the catheter tubing. This cut was indicative of the needle piercing through the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte-n autoguard yel 24ga x .56in had a hole in it that blood leaked from during the insertion. The following information was provided by the initial reporter: "just yesterday when I was inserting an IV with a staff member, the catheter had a hole in it that blood flowed out of on insertion which resulted in us having to poke a second time.".